Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that a mother experienced difficulty deflating the cuff on 5.5pdc tracheostomy tube during routine replacement the customer reported that the sample has been discarded.